Manufacturer narrative:
Device evaluation summary: device evaluation of the monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed a pulse test and was unable to fully power up. The cause for the failure was isolated to a defective c19 high-voltage capacitor on the monitor defibrillator board. The c19 capacitor leaked electrolytic fluid onto the monitor c/a and defibrillator boards. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor failed a pulse test.